Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/26/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6)2023. It was reported that the patient experienced a skin reaction with infection, drainage, and scar, under entire patch area, which occurred 4 days after the sensor had been inserted in the abdomen. A photo of the skin reaction in the complaint record was reviewed. The photo was taken 2 months after the skin reaction was experienced and some slight erythema is visible around what looks like a scar-like lesion. No oedema or other symptoms that would indicate an ongoing infection are visible. The patient was diagnosed with a staph infection and was treated with a prescription of 10-day course of an oral antibiotic and was recommended to put an unspecified topical cream and antiseptic. At the time of the report the patient stated that there was no longer an infection but that there was a scar. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.